Manufacturer narrative:
Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
While the customer was using a cavitron integrated system built in ultrasonic scaler g139, they allege that the handpiece and the insert tip get extremely hot. No injury was reported from the alleged event.

Manufacturer narrative:
02/24/2025 mu (B)(6). Emh hp; cable, conn/gun cable damaged. No hp neither harness to be evaluated. Damaged hp cable pins causing poor contact with hp creating an intermittent operation. Replaced the hp cable, checked unit for performance, unit works fine, cleaned and final test. Qa/jb.